Manufacturer narrative:
As reported, phasix st w/echo 2 package had a hole; sterility compromised. Based on the review of the photo provided, it cannot be confirmed or unconfirmed that there is a pin hole in the pouch resulting in a barrier breach. The image shows indentation and creasing in the foil pouch which is consistent with being opened. Based on the information available and without having the sample to evaluate, no conclusions can be made to determine if a pin hole presented in the sterile pouch. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in feb 2024. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during ventral hernia repair procedure, when removing a phasix st w/ echo 2 from the product packaging it was noted that the sterile package had a pin sized hole in it. The mesh was not used. The staff pulled another mesh to complete the case. There was no patient injury.